Manufacturer narrative:
No further information is available at this time. When additional information becomes available, this report will be updated.

Event description:
Boston scientific received information that in late-(B)(6) 2017, the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received an inappropriate shock due to t-wave oversensing. The device's sensing vector was changed from secondary to primary and smart pass was manually programmed on. Additional information was received in early- (B)(6) 2018 that the patient had more untreated episodes due to t-wave oversensing. X-rays were taken, which showed the electrode had pulled down and the s-ICD was low. The s-ICD was turned off and the patient received a life vest. The plan is to either reposition the electrode and s-ICD or replace the system with a transvenous system. No patient symptoms were reported. The field representative will provide additional information when it becomes available.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Simulated induction testing was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Additional information was received that in early-february 2018 the s-ICD and electrode were explanted. The patient was implanted with a transvenous system. No additional adverse patient effects were reported.